Event description:
It was reported that a speaker malfunction error message was displayed on the intellivue mx500 patient monitor and no sound was coming from the device. This was a recurring issue. The device was reported to be in use on a patient, but no adverse event to the patient or user was reported.

Manufacturer narrative:
Reporting institution phone #: (B)(6). Reporter phone #: (B)(6). A follow-up report will be submitted upon completion of the investigation.

Event description:
It was reported that a "speaker malfunction" inop was displayed on the intellivue mx500 patient monitor and no sound was coming from the device. This was a recurring issue. The device was in use monitoring a patient at the time of the reported event. No death or patient/user injury or harm was reported. The product associated with the event was returned and an evaluation/analysis was performed. The engineer determined that a faulty mainboard was causing the speaker error message. In addition to the analysis performed in conjunction with the reported event, it was determined that the product had an additional failure in that the interface board was also defective. The customer was provided a quote for parts/services, but the customer has not responded to the quote. The engineer confirmed that the device will be returned to the customer unrepaired.